Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) could not be interrogated and the electrocardiogram (ECG) exhibited no changes even when a magnet was applied. It was then discovered that the pacemaker exhibited premature battery depletion. The patient was asymptomatic. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of premature battery depletion, no rf telemetry, no magnet response were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current.